Event description:
The user facility reported the patient developed a pressure ulcer.

Manufacturer narrative:
After investigation, the cause for the alleged loss of support in the surface and stage 3 pressure injury was found to not likely be related to a defect with the product. The patient's multiple pre-existing conditions as well as norton score may have attributed to the deterioration of the pressure ulcer. Device not available for evaluation.

Event description:
The user facility reported the patient developed a pressure ulcer.